Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked lcd window and stripped battery cap coin slot (p). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump turned off overnight. Her blood glucose was 600 mg/dl at the time of the incident. She said that her battery was low and that she changed it. When she woke up, she felt as if she was going to throw up. She looked at her pump and realized that it was off and that her blood glucose was high. The customer said that she had problems with her pump before. She mentioned that she believes that she may have closed the battery cap too tight and now the insulin pump will not work. She is unable to install the battery cap properly. During troubleshooting for the battery out limit alarm, she mentioned that the pump is not alarming at the time of the call and that the pump alarmed after changing the battery. The customer was advised to check the alarm history and she has not received multiple battery out limit alarms when the batteries were out of the pump for less than one minute. She declined troubleshooting for her high blood glucose. The insulin pump is being returned for analysis.